Event description:
The pig tail retainer on the statlock cv plus catheter securement device is sharp and puncturing the catheters. The complainant, pt safety officer, pso, stated that a groshong catheter was on an oncology pt secured with the statlock cv plus, when they went to flush the catheter, they noticed the double lumen tubing leaked. Pso stated that only one report received, but this happened 2-3 times. Pso has only the one sample that will be kept at hosp.